Event description:
It was reported that the patient presented for an implant procedure. It was observed during implant that the capture threshold and pacing impedance was high on the new right ventricular (rv) lead. The rv lead was thought to have dislodged, and it was uncertain if this as well as the increased capture threshold and pacing impedance was due to patient anatomy. The physician retracted the helix and attempted to reposition the rv lead but after adequate turns the helix would not extend. The rv lead was taken out and thoroughly cleaned but the helix still wouldn't extend. The physician suspected a helix malfunction. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and high pacing impedance. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil. The cause of helix mechanism issue was due to the blood/ tissue in the helix region and overtorque of the inner coil.